Event description:
The customer reported to vyaire medical that when the vela ventilator o2 is connected to the blender but it is turned off, there is a leak sound coming from the safety solenoid. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer stated that when the unit is turned on, the leak ceases. The customer was then informed that the safety solenoid should remain closed when the device is turned off, and that the blender would need to be replaced. The leak allows o2 to enter the ventilator, presenting a safety hazard. A part number was provided for a replacement blender. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.